Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported an infection was present at the ipg and lead site. In turn, the system was explanted, and patient was prescribed oral antibiotics to address the issue. Related manufacturer reference number: 1627487-2022-06826, 1627487-2022-06827, 1627487-2022-06828, 1627487-2022-06829.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.